Manufacturer narrative:
E1: patient city: (B)(6) patient country: united arab emirates

Event description:
Reference number (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced an infusion set tubing detachement event on (B)(6) 2025. The tubing got detached from site location. Infusion set was used for two days. The insertion site was the left thigh. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation: a complaint investigation has been initiated to review the device history record (DHR) associated with the reported issue. The batch 2443914, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6013286 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac m12 on 11-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. Review of the device history record (DHR) showed that during the outgoing test 9 an extended was found for contamination in one sample and therefore the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. The sub-assembly: assembly: the lot 5e01610 was manufactured according to the wi version 29 and assembled in the quickset line, on 11-may-2025, with a total of (B)(4) units. The lot 5e01611 was manufactured according to the wi version 29 and assembled in the quickset line, on 11-may-2025, with a total of (B)(4) units. The sub-assembly: gluing of tubing: the lot 5e00295 was manufactured according to the wi version 42 and manufactured in the line mp04-mp08, on 09-may-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, one other complaint received on the lot in question, harm code and malfunction code, no further actions are required. This complaint will not require further root cause investigation or corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.